Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels between 250-400 (mg/dl) for a week. Reportedly, the customer believes they received a "bad batch of insulin" and attributed this to their elevated bg levels. Pump boluses were delivered to address bg levels and the customer obtained replacement insulin. The customer reports that bg levels have been in target range since using replacement insulin.